Manufacturer narrative:
An event of "explant due to calcification which led to stenosis" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and a 23 mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to calcification which led to stenosis. A 23 mm edwards magna ease valve was implanted. The patient was reported to be in stable condition.